Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative an impella 5.5 was inserted via the right axillary subclavian artery in a 70-year-old male with cardiogenic shock (cgs), scai stage d, due to acute decompensated chronic heart failure and non-ischemic cardiomyopathy, with a medical history significant for coronary artery disease, diabetes mellitus, renal insufficiency, and pre-existing arrhythmias. During support, the patient experienced recurrent ventricular tachycardia requiring resuscitation and defibrillation. The device was repositioned under echocardiographic guidance, with imaging confirming appropriate position and no further adjustments made. The reported events occurred in the setting of advanced cardiogenic shock, severe underlying structural heart disease, metabolic derangements associated with renal insufficiency, and a documented history of frequent ventricular ectopy and arrhythmias prior to impella implantation, all of which are recognized contributors to malignant ventricular arrhythmias and hemodynamic instability in critically ill patients. Comprehensive review supports these patient- and disease-related factors as plausible contributors to the reported event and did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. The patient expired.